Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was this the first firing of the device with the original cartridge or was the device reloaded? If reloaded, what is the users experience with reloading the device? Was the pin placed (manually or automatic)? Was the device difficult to close? Was the cut line complete? One side or both sides of the cut line? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a colostomy creation procedure that the surgeon fired the device on the rectum but only half had been stapled. Surgeon hand sewed the rectum closed to complete the procedure. No adverse consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 04/25/2022. Additional information was requested, and the following was received: was this the first firing of the device with the original cartridge or was the device reloaded? This was the first firing was the pin placed (manually or automatic)? Manually was the device difficult to close? The surgeon reported the handle feeling ¿weird¿. Unsure if that means it was difficult to close. When given a new device she said it felt much better and like it usually does. Was the cut line complete? Yes. One side or both sides of the cut line? Only stapled on one side of the cut line.

Manufacturer narrative:
(B)(4). Date sent: 05/05/2022. D4: batch # 458a94. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the gcs40b device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.